Event description:
According to the maude report the pt sustained third degree burn that was found under this product after an ablation procedure. The burn was not found until the pt returned for follow-up visit to cardiologist 2 weeks later. The pt will need additional treatment unit this area on flank is healed.

Manufacturer narrative:
(B)(4). The incident device was not returned to covidien for evaluation. A request for additional information was submitted to FDA, who responded they were unable to release any further information pertaining to the report in question.